Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign matter. Block h10: investigation result the returned occluder balloon device was analyzed, and no issues were found. A media analysis was performed and it was possible to observe a foreign matter and that the kit of the device was opened. With all the available information, boston scientific concludes that the reported event was confirmed. However, since the device kit was opened, it is not possible to determine the probable cause of the reported observation. Therefore, cause not established is selected as the most probable cause for the complaint.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used during a transjugular liver biopsy procedure performed on (B)(6) 2023. During the procedure, it was noticed that the occluder balloon had a fly inside the packaging. It was reported that the box and the sterile packaging were both sealed with no sign of damage or tampering. It was deemed contaminated and the procedure was completed with another occluder balloon catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used during a transjugular liver biopsy procedure performed on (B)(6) 2023. During the procedure, it was noticed that the occluder balloon had a fly inside the packaging. It was reported that the box and the sterile packaging were both sealed with no sign of damage or tampering. It was deemed contaminated, and the procedure was completed with another occluder balloon catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign matter.